Event description:
It was reported that a patient had her pump removed to prevent in-vivo battery depletion. Per the reporter, the patient did not have an injury. The patient recovered without sequela. The medication administered via the pump was dilaudid at a concentration of 6.0 mg/ml and a daily dose of 0.0392 mg/day, and bupivacaine at a concentration of 40.0 mg/ml and a daily dose of 0.261 mg/day.

Manufacturer narrative:
(B)(4). Final device analysis was completed and revealed synchromed ii corrosion or corrosion with mechanical wear for the pump. Residue was found on the lower shaft of the rotor magnet. Residue was also found in the lower bridge jewel of the rotor magnet. Final device analysis on the catheter revealed a catheter leakage-hole; a hole was found where the metal tip of the connector comes to an end.